Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after dropping the ilet and performing a supply change, with no device alarms and normal screen function; the user had eaten without announcing a meal before the onset of high glucose and later transitioned to insulin pens, while troubleshooting confirmed visible drops through tubing, an intact cartridge, and no observed leaks, and new supplies were placed with proper steel infusion set priming. Symptoms included panting. Outcomes included elevated glucose reaching 400 mg/dl for approximately 18 hours, use of backup insulin injections, and no hospitalization or professional medical intervention. Investigation included data sync review and guided device checks of tubing, cartridge, and infusion set, followed by full supply replacement and education on pausing the system after outside insulin. Investigation of this case revealed no device alarms, no observed occlusion or leakage, successful priming of steel cannula and tubing, and glucose improvement after education and intervention, while the initial unannounced meal and interrupted closed-loop due to outside insulin likely contributed to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.